Manufacturer narrative:
Medtronic received the following information from the journal article entitled; outcomes of surgical explantation of infected aortic grafts after endovascular and open abdominal aneurysm repair. Johannes f. Schaefers, giuseppe panuccio, bernd kasprzak, benjamin heine, giovanni b. Torsello, nani osad and marco v. Usai journal of endovascular therapy 2019 57(1) https://doi.org/10.1016/j.ejvs.2018.07.021. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patient for endovascular aneurysm repair and were explanted due to stent graft infection. The following events were reported- serious injury: rupture infection acute kidney injury multi-organ failure major adverse cardiac and cerebrovascular events wound infection paralysis sepsis haemorrhagic shock aorto-duodenal fistula rupture anemia requiring transfusion bowel ischemia blood loss death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.